Event description:
It was reported that the right ventricular (rv) lead was intermittently undersensing and oversensing and that the patient experienced syncope and shock therapy. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtpb2d1 ICD, date of implant: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.